Event description:
The customer reported that the device did not have any voice prompts when the on button was pressed, and the lid opened. Without voice prompts, the user would not have the ability to use this device on a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed the device to actually not power on which is the reason that the initially reported failure was no voice prompts from the device. Physio determined that the cause of the reported failure was due to the contacts of the reed switch (lid position switch) getting stuck in the closed position. When the contacts are stuck in the closed position, the device would not power on. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.